Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges intermittently fell off of the pump. The issue also occurred when the customer attempted to take the case off of the pump. The customer alleged it was a pump issue as the same cartridges did not fall off of a separate pump. The customer's blood glucose (bg) level was 612 mg/dl with ketone level identified as dangerous (diabetic ketoacidosis). Reportedly, customer went to the emergency room and began vomiting. Subsequently, customer was hospitalized. Bg was treated with insulin via the pump, fluids, and anti-nausea medication. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.